Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a crack on the screen and that the insulin pump alarmed no delivery. The damage occurred when the clip broke and the insulin pump fell. The customer¿s blood glucose level was 465 mg/dl at the time of call. They declined troubleshooting for the high blood glucose. They treated with a manual injection. The no delivery was resolved by a complete infusion set and reservoir change. The reservoir will not be returned for analysis. The insulin pump was returned for analysis.